Manufacturer narrative:
Device was discarded by facility and lot number is unknown. Therefore, an analysis of the actual device cannot be performed. (B)(4). Discarded by facility.

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the patient experienced slow flow after a csi orbital atherectomy device (oad) was used. Additional information has been requested, but none has yet been received.